Event description:
It was reported that during lead revision due to endocarditis, externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
Occupation: hospital personnel.